Event description:
It was reported that during a poba procedure, the tip of the pt2 guidewire fractured. The patient was brought to cath lab on an emergency basis with a closed om. The pt2 guidewire was able to pass the lesion and was advanced into a side branch of the om and was angled back. The physician attempted to cross the lesion with another manufacturer's balloons, but was unsuccessful. While retrieving the guide wire, it became stuck and kinked. A 8mm-10mm piece of the guide wire tip fractured off but was too small to retrieve so was left in the patient. The physician was unable to retrieve the guide wire tip. The procedure was completed at this point. Patient status listed as "ok".

Manufacturer narrative:
The device was discarded of at the user facility, thus a returned device analysis could not be conducted. The root cause of the event could not be determined.